Manufacturer narrative:
H3 other text: suspect product discarded.

Event description:
On 26apr2023, a call was received from an eye care provider (ecp) who reported a patient (pt) who was fit in the acuvue® oasys max 1-day multifocal brand contact lenses (cl) ¿accidentally fell asleep in the lenses¿ and was diagnosed with a corneal ulcer. On 27apr2023, a call was placed to the ecp who provided additional medical information. The ecp reported ¿around 3 weeks ago¿ the pt fell asleep with the lenses in both eyes (ou) and woke up with irritation in the od only. The od had a ¿irritation keratitis¿ and a ¿corneal ulcer in the upper area of the cornea, but more central, not affecting the visual acuity (va)¿. The va was reported as 20/70 on the day of examination and now has return to normal, 20/20 in a week after treatment. The ecp advised the od corneal ulcer has not completely healed. The pt was prescribed besivance 1 drop od every 3 hours for 3 days, then qid for 10 days. The pt was seen last week and had ¿improved to normal¿. The pt has a follow-up visit next week. The pt has not been released to return to cl wear. The ecp advised the exact dates of visit were unknown at the moment and needed to end the call to return to patient visits. 09may2023, a call was placed to the treating who provided additional medical information. The pt was seen last week, the corneal ulcer ¿still has not resolved,¿ and it is healing very slowly. The date of event was reported as (B)(6) 2023 and advised the pt has been under treatment from that time. The ecp advised the vision is ¿good¿ but has not released the pt to return to cl wear. The pt was also prescribed erythromycin ointment to be used at night ¿to speed up the healing process.¿ the ecp agreed to provide additional medical details after the pt¿s next follow-up visit. The ecp advised the use of ¿band-aid lenses¿ were discussed with an ophthalmologist colleague. No additional medical information was provided. Several attempts were made to contact the treating ecp for additional medical information, but nothing additional has been received. The suspect od lot number is unknown. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.